Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. Analysis results revealed the outer insulation was breached by environmental stress cracks (esc). Blood/body fluid was present on all conductors (not obstructed). The outer insulation had cosmetic metal induced oxidation and cosmetic environmental stress cracks.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.